Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a "battery life" issue was not duplicated during investigation. Evidence of short battery life observed in black box. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.